Event description:
The patient's father reported the pod was leaking and did not properly insert into the infusion site (hip/buttocks). The pod's cannula was noted to appear broken. The patient's blood glucose levels rose above 400 mg/dl while wearing the pod for between 5 and 24 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the damaged cannula or to determine if it could have contributed to the reported hyperglycemia. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.